Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown; product type lead. (B)(4).

Event description:
It was reported that when the implantable neurostimulator (ins), which was new, was connected to a new lead during a surgical procedure, high impedances were measured on contacts 0,1 and 2. The lead was re-inserted four times but that did not resolve the issue. The reporter indicated that clicking of the set screw was heard and the lead was not loose. It was also noted that the ¿blue in the header block¿ of the ins was also checked. A new ins was used which resolved the issue. The patient was reportedly doing ¿great¿.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4), showed no anomalies. Analysis of wrench accessory showed no anomalies.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the battery ¿would not clear impedances¿ after six attempts. Everything was ¿fine¿ after implanting the new device. There was no patient death and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.